Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high blood glucose level of 400 mg/dl. The customer declined to troubleshoot during the call. No product is expected to be returned.